Manufacturer narrative:
Device evaluation: g4, h2, h3, h6 and h10. Result of investigation: the suspect device was not returned technical support evaluated the event logs and revealed user error. The user remove the power while battery was depleted completely resulted to shutdown of the unit.

Manufacturer narrative:
The vyaire technical support reviewed the log files and results shows that battery failure alarms were active on the device. The suspect device was restarted by the end user multiple times with ventilation on, and since the suspect device has no back up battery, disconnection from the main supply will turn off the ventilation. Power outage was also visible in the log files. Vyaire informed customer that the battery needs replacement and requires a complete calibration and verification checks. Investigation is ongoing. Any additional information received from the customer will be included in a follow up report.

Event description:
The customer reported technical failure 301 (watchdog failure, firmware running) is active on the bellavista 1000. Additionally, the device automatically restarts during ventilation. At this time, there was no information provided regarding patient harm in this reported event.